Event description:
Device report from synthes reports an event in singapore as follows: this report is being filed after the review of the following journal article: evan, t.y.z. Et al (2023), single-level cervical artificial disc replacement compared with cage screw implants: 2-year clinical and radiological outcomes especially adjacent level ossification, asian spine journal, vol. 17 (4), pages 729-738 (singapore). The aim of this retrospective single-center, single-surgeon cohort study was to compare the clinical and radiological results of artificial disc replacement (adr) and cage screw (cs) implants at 2-year follow-ups. Between january 2008 and december 2018, a total of 58 patients who received single-level adr with prodisc-c device or cs with zero- p va stand-alone implant (depuy synthes) were included in the study. Among these, 37 patients (31 were males; mean age of 46.5±1.41 years) were in adr group while 21 patients (12 were male; mean age of 62.5±2.39 years) were in cs group. The mean follow-up period was unknown. The following complications were reported as follows: cs group: the mean preoperative cervical lordosis was 7.81° progressing to 6.04° at 2 years. Upper disc adjacent level ossification development (alod) progressed in 47.6% of the cs group. Lower disc adjacent level ossification development (alod) advanced in 66.7% of the cs group. 3 patients suffered either dysphagia or dysphonia. Each case of dysphagia was minor and went away in 3 weeks. 1 patient developed pseudoarthrosis. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: zero-p va. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: zero-p va/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.